Manufacturer narrative:
Device passed displacement test and selftest. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. Device received with cracked battery tube area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack on it and failed the volume test got it switched out by the site. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.